Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device at the product analysis center (pac). During testing, the pac technician also observed that the device would not deliver defibrillation energy. It was found that the red energy capacitor wire was disconnected from the j17 spade connector, which was the cause of the issue. The capacitor wire was reconnected to resolve the issue. The root cause of the issues was the disconnected connector. The customer received a replacement device and the device was archived by stryker.